Event description:
The patient had a hepatic lesion. Resistance/friction was felt while inserting the brite tip sheath introducer, together with the dilator, into the patient. After several attempts were made to push the sheath, the distal end of the sheath was found frayed. Therefore, the device was exchanged to a new product and the procedure was completed without any complications. There was no patient injury reported.

Manufacturer narrative:
Information received from an affiliate indicated that resistance/friction was encountered while attempting to insert the brite tip sheath. After several attempts were made to push the sheath, the distal end was found to be frayed. The access site is unknown, resistance was felt with the skin, and a radio focus terumo guidewire was used. The use of a terumo wire typically indicates that there is difficulty access the arteriotomy with the wires that are provided with the sheath to help gain access. The difficulty encountered may be due to calcification or tortuousity, neither of these characteristics is known. The patient had a hepatic lesion. Therefore, the device was exchanged to a new product and the procedure was completed without any complications. There was no patient injury reported. A review of the manufacturing documentation associated with this lot presented no issues during the manufacturing process that can be related to the reported complaint. Without the return of the device the reported customer complaint could not be confirmed. Continued attempts to advance a sheath against resistance can lead to the distal tip becoming frayed. Review of the limited information provided suggests that there may have been vessel/lesion characteristics that may have contributed to the reported event. There is no indication that there is a design or manufacturing related issue therefore no corrective action is required.

Manufacturer narrative:
Additional information will be submitted upon 30 days of receipt.